Event description:
Information was received from a patient (pt) regarding an implantable neurostimulator (ins). Pt reported the charge for the stimulator seems to deplete unexpectedly very quickly. Pt stated if they charge the implant to 100% the night before they go to bed, by the afternoon the following day the total amount of charge is depleted. Pt confirmed they have not had any falls or trauma and have not made any changes to their settings. Pt was unclear when asked if they have made changes to their program settings. Agent reviewed how programming and usage effects stimulator battery. The pt was redirected to their healthcare provider to further address the issue. Agent reviewed manufacturer resources available to healthcare providers

Manufacturer narrative:
Event date is not known. Please see b5 for approximate date range, if applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.